Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was partially deployed and was stuck to the catheter, when removing the device from the patient. Hemostasis was achieved by manual compression for about twenty minutes. There is no reported patient injury. The sealant got stuck to the catheter and a significant amount was over tamping. The deployer did shuttle down completely. The device was stored and prepped per the instructions for use (IFU). The device was opened in a sterile field. The user is mynx certified. The sheath used was a 5f non-cordis sheath. The device was used in a transcatheter arterial chemoembolization (tace) with a retrograde approach of the femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd/ calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2211203 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, h1, h2, h3, h4, h6, and h10. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was partially deployed and was stuck to the catheter, when removing the device from the patient. Hemostasis was achieved by manual compression for about twenty minutes. There is no reported patient injury. The sealant got stuck to the catheter and a significant amount was over tamping. The deployer did shuttle down completely. The device was stored and prepped per the instructions for use (IFU). The device was opened in a sterile field. The user is mynx certified. The sheath used was a 5f non-cordis sheath. The device was used in a transcatheter arterial chemoembolization (tace) with a retrograde approach of the femoral artery. The femoral artery¿s suitability was verified on angiography or venography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity. There was no presence of pvd/ calcium in the vicinity of the puncture site. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was engaged to the black handle with the stopcock open. The advancer tube remained in the manufacturing position, and the sealant was observed to have stuck onto the outer of the sealant sleeve as received. It was reported that ¿the deployer did shuttle down completely.¿ however, the sealant sleeve was observed remained in the manufacturing position as received, which indicated that the device may have not been inserted into an existing procedure sheath nor been shuttled down completely during the procedure as reported. Yet, it is unknown if the device was manipulated post the procedure. The procedure sheath and syringe were not returned with the device. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle down procedure was simulated. The shuttle cartridge was able to be advanced and retracted to the black handle with no resistance felt. The advancer tube was properly engaged to proximal tamp lock as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2211203 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as failure to shuttle completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.